Event description:
A (B)(6) male pt's wife contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode bent.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the cable connecting th e rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.